Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation. Diagnostic testing indicated invalid impedances. As a result, surgical intervention was undertaken on (B)(6) 2016 where both leads were explanted and replaced. Effective stimulation was restored post-operatively.